Event description:
It was reported that the user was unable to see drops while attempting a supply change and initially had the cartridge oriented upside down, then overfilled and damaged a cartridge while removing insulin, which led to leakage into the ilet and subsequent difficulty priming tubing despite replacing the inset and connect adaptor. Symptoms included no clinical symptoms. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included troubleshooting steps with cartridge replacement, inset replacement, adaptor change, and attempts to fill tubing to observe drops. Investigation of this case revealed use error related to incorrect cartridge orientation, overfilling, and a damaged leaking cartridge, with no device alarm reported. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge preparation and insertion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.